Manufacturer narrative:
No product was returned for investigation. A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported cardiac perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00470, 2182269-2019-00154. Following a ventricular tachycardia ablation procedure, a pericardial effusion occurred. During imaging, a pericardial effusion was noted near the left ventricle by echocardiogram. There were no symptoms or complications during the procedure. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device. The patient is being followed.